Event description:
Skin abrasions [skin abrasion], tore up her skin with the sticky patches [device adhesion issue]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number w24816, expiration date dec2020, from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated she has spent a lot on them over the years, but she's had two complete duds, on clutch days. They never got worn and tore up her skin with the sticky patches for no reason (she accepted the skin abrasions as part of the process if she got the heat, without the heat working... Annoying) on this batch (l) w24816 n jan2020 exp. Dec2020 23:21." Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Follow-up (30apr2019): follow-up attempts are completed. No further information is expected. Follow-up (27jan2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the events skin abrasion and device adhesion issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events skin abrasion and device adhesion issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.